Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the implant did not fit correctly into the defect area. One of the corners of the implant was not fitting flush. The implant was modified and implanted around the contour.